Event description:
Pt underwent right shoulder arthroscopy (bankart labrum repair, subacromial decompression, mumford-procedure). As the fiberwire suture was being passed through the labral tissues, the suture passer tip broke off.